Event description:
Additional information revealed the patient underwent surgical intervention wherein the ipg wads explanted and replaced. Reportedly, effective therapy was regained following the procedure and the issue is resolved.

Event description:
It was reported the patient was unable to establish communication with the ipg following an unrelated surgical procedure in (B)(6) 2018. It was stated the patient failed to place the device into surgery mode following the procedure. The ipg was deemed inoperable. As such, the patient will consult with a physician as the next course of action.